Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) stated that there was an issue with the remote support services and was not able to validate the problem at that moment. Then, the customer reported that a printout was generated every time a stock out or ordered medication was not loaded. Then, the tss dialed into the server and verified the settings for stock out and ordered medication notifications. Later, the customer stated that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple medication orders were appearing as discontinued in pyxis, even though those same orders were active in cerner. Orders listed as active in cerner were incorrectly displayed as discontinued on the pyxis server. The customer stated that this issue was affecting multiple patients. There were no adverse events or injuries reported based on this event.